Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The clinical report was evaluated and provides sufficient information to determine the root cause. It was revealed that the groin angle was altered during a patient transfer. Therefore the root cause of the reported access site bleeding issue was user-related as the groin angle was altered.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events, acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 64-year-old female patient undergoing ep/ablation was implanted with an impella cp device for mechanical circulatory support. The patient had access site bleeding at the groin occur and the patient required three units of blood.